Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 15 applications were performed with the afapro28 balloon catheter with lot number 56656 without any issue on the date of the event. In conclusion, phrenic nerve palsy occurred following the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, phrenic nerve palsy (pnp) was observed in the patient's right diaphram. It was noted that the pnp developed after the procedure was completed; it is unknown exactly when the symptoms started, but it was before three days post procedure. The patient has not recovered. No further patient complications have been reported as a result of this event.